Event description:
It was reported that the percutaneous extension wire had broken in the middle of wire during 2 weeks test period. Health care provider was wondering if the material used had been changed. It was broke somewhere between white part and connection part where electrode was fastened. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown; product type extension. (B)(4).